Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the online survey a physician stated that no, he/she did not agreed that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because "the IFU presented an expiration date error, inaccurate information, unclear information and inadequate or insufficient training" in relation to biocath® foley catheter preconnected to 2l bardia® bed bag, standard length, french size 16.

Event description:
It was reported that the online survey a physician stated that no, he/she did not agreed that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because "the IFU presented an expiration date error, inaccurate information, unclear information and inadequate or insufficient training" in relation to biocath® foley catheter preconnected to 2l bardia® bed bag, standard length, french size 16.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.